Event description:
It was reported that a user of the ilet bionic pancreas, using a freestyle libre 3 sensor, received a glucose falling quickly alert and self-treated with approximately four handfuls of cheerios after observing a sensor value of 102 mg/dl and a fingerstick of 132 mg/dl. Customer care provided support that included troubleshooting and education regarding treatment of glucose falling alerts. Investigation of this case revealed user overtreatment of suspected hypoglycemia, with no device malfunction observed or reported. No clinical symptoms associated with perceived impending hypoglycemia reported. Outcomes included user education without hospitalization. It was concluded, based on previously established findings for similar reports, that user technique and use error related to overtreatment were the most likely causes.